Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an air leakage from the endotracheal intubation balloon. After extubation, the patient's breath ing, oxygenation and electrolytes were closely monitored and the endotracheal intubation was reinserted.